Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: (evaluation result): visual inspection of the returned product found the lens was torn into two pieces. Both haptics were torn, with pieces missing. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a single-piece collamer lens, +24.0 diopter, in the patient's eye and one end of the lens was cut. The lens was cut in half to remove from the eye within the same surgery. The backup lens was implanted and one suture was used to close the wound. The reporter stated the cause of the event was the surgeon loaded the lens incorrectly and there was no device malfunction.

Manufacturer narrative:
(B)(4).